Event description:
It was reported that during a nissen procedure, when the surgeon used the disposables they did not work correctly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.